Manufacturer narrative:
The report of the autopulse platform (sn (B)(4) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review. The root cause was due to a defective drive train motor due to wear and tear. The autopulse platform was manufactured on 20 november 2013 and it is 6 years old, past beyond its expected serviceable life of 5 years. During visual inspection, a cracked front enclosure and bent battery lock were observed on the returned autopulse platform. This type of physical damage likely attributed to wear and tear and/or mishandling, such as drop, unrelated to the reported complaint. During archive data review, a system error 139 (unable to hold compression position) was recorded, thus confirming the reported complaint. In addition, unrelated to the reported complaint, user advisory (ua) 17 (compression tracking error) and ua 41 (patient temperature sensor failure) error messages were observed. The root cause of the ua 17 was due to a defective drive train and the root cause for ua 41 was due to a defective temperature sensor likely due to wear and tear. Initial functional testing of the returned autopulse platform could not be performed due to a "system error, out of service, revert to manual CPR" message. The investigation findings revealed a defective drive train motor. The drive train motor needs to be replaced to address the system error. After replacing the drive train motor, temperature sensor, front enclosure, and battery lock; the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4) displayed a "system error, out of service, revert to manual CPR" message upon power up. Following this, the crew immediately performed manual CPR. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.